Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed out the cartridge, however the pump requested a new cartridge to be loaded. During troubleshooting with tandem technical support it was identified in the pump logs that the fill tubing screen was not completely done and there was no interaction with the pump causing the pump to cancel out the cartridge load. The customer's blood glucose level was 243 mg/dl. The customer was able to load a new cartridge and administered a bolus.